Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller failing to alarm was not confirmed. A review of the submitted log file spanned approximately 37 days ((B)(6) 2022 per time stamp). On (B)(6) 2022 at 11:02, (B)(6) 2022 from 03:39 ¿ 03:49, and (B)(6) 2022at 05:28, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~3v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(4), was not returned for analysis. Additional information stated that the alarms resolved on their own and no devices were exchanged. The heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2016. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced no external power events and do not recall hearing alarms. The log files captured no external power events on (B)(6) 2022 that were caused by the power to the mobile power unit (mpu) being briefly interrupted. The patient thought the ac power cord came loose at the wall. Both the mpu and controller were not taken out of service. Related MFR: 2916596-2022-14167.